Event description:
Pt received an aortic valve replacement on (B)(6) 2015 for critical as. Developed fever 2 weeks post op with negative cultures and work up. On (B)(6) hospitalized with chest pain, confusion and agitation. Work-up revealed an ascending pseudo-aneurysm. On (B)(6) 2016 transferred to our hospital with a pseudo-aneurysm of the proximal ascending aorta and fever of unknown origin. New vegetations on valve noted. On (B)(6) 2016 re-do sternotomy, cvg with a bioprosthetic edwards magnaese 25mm av, aortic root replacement, extensive root reconstruction including dacron patch for membranous vsd, hemi-arch replacement, mitral valve repair with ring annuloplasty. Of note, the wall of the aorta had necrosed. There was obvious evidence of significant use of bioglue and extra pledgets, implying some issue with hemostatis. There was a large amount of fibrotic material and what appeared to be old abscess or old hematoma. This was all carefully removed first before removing the aortic valve. This was done to reduce the probability of this material falling into the left ventricular outflow tract. The value was then inspected. There appeared to be an old infection and vegetation which not only involved the leaflets but also the tissue underneath, and on the sewing ring, and this was removed en bloc. The entire aortic annulus needed to be removed to achieve this. The ventricle was debrided extensively, and abscess was noted to be traversing the membranous ventricular septum. This was completely debrided and was addressed by bringing a dacron patch to the field and anastomosing this to the ventricular muscle and to the remnants of the aortic annulus to close the ventriculoseptal defect.